Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the rear tips perforating the proximal corpora causing the pumping of the device to be difficult. The doctor secured the rear tips and released the pump from the capsule. Only the rear tips were explanted.